Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The complaints for ''general risks - failure - balloon burst'', ''withdraw catheter through vasculature/sheath - difficulty or inability to withdraw system through vasculature'' and ''general risk - system components separate during use - balloon'' were unable to be confirmed as provided images did not reveal any information. The complaint for ''general risk - interventional device interacts with non-edwards device'' was confirmed by evaluation of returned imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The risk of system component separating, and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on general procedural risks. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported ''the patient had moderate calcium at the stj.'' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the coronary catheter present, which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, interaction with coronary catheter, excessive manipulation) contributed to the withdrawal difficulty and separation. As reported, ''it was not noticed that in the attempt to withdraw the ruptured balloon the 6fr jr4 was caught on delivery system and pulled into the left common iliac and bent on itself. The sheath was pulled out, but delivery system entangled in left common iliac with 6fr guide catheter and remained stuck in left common iliac.'' The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, withdrawal, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for tracking, positioning, deployment, and withdrawal. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. In this case, as the delivery system was withdrawn through the patient's anatomy, it is likely the burst balloon caught onto the coronary catheter as observed and resulted in the reported complaint. Available information suggests that procedural factors (withdrawal of burst balloon) may have contributed to the complaint event reported interventional device interacts with non-edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
A supplemental MDR is being submitted for a voluntary medwatch received. The following sections of this report have been updated: b.4, e.4 (this report is related to MDR report number (4100070000-2023-8016), g.3, g.6, and h.2. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing. The device was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), during thv deployment, a 26mm commander delivery system balloon ruptured at full inflation. Attempts were made to pull back balloon through the 14f esheath plus and out of the vessel. During thv in thv, a 6f jr4 (non ew device) was used to protect the rca during the tavr. It was not noticed that in the attempt to withdraw the ruptured balloon the 6fr jr4 was caught on delivery system and pulled into the left common iliac and bent on itself. The sheath was pulled out, but delivery system entangled in left common iliac with 6fr guide catheter and remained stuck in left common iliac. Several attempts were made to withdraw the guide catheter (which was placed contralateral- right femoral access- to protect rca) and it remained looped with delivery system and the ruptured balloon in the left common iliac. Surgical cutdown was done to remove delivery system with the balloon and jr4. The patient received a vascular patch as well as a 9mm viabahn covered stent. Per the fcs, the initial reporter did not allege the edwards device was deficient is some way. The patient had moderate calcium at the stj. The balloon shaft was separated in the attempt to withdraw the device. A picture provided showed what was pulled from the body during surgical cutdown. The rest was removed percutaneously. Per the fcs, it was difficult to say if all the pieces of the balloon were accounted for upon removal since some of the balloon went to pathology, some stayed on the delivery system on the handle portion, and the other part was on the distal end of the delivery system that was removed separately through the cutdown.